Event description:
It was reported that the implant was removed due to infection at the implant site.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Weight unknown/not provided. Expiration date and unique identifier: (UDI) number unknown/not provided. Email address: unknown/not provided. Additional: PMA/510(k) number k013227. Device manufacturer date: unknown/not provided. Infection: a summary investigation has been completed for infection events identifying that a definitive root cause cannot be identified due to the wide range of external (non-design/ non-manufacturing related) factors potentially impacting the sterility of the implant and its environment. Should additional information be received which indicates that the device may have caused or contributed to the infection event, an additional report will be submitted.

Manufacturer narrative:
Zimmerbiomet complaint number (B)(4). A device history record review was performed and no related deviations or nonconformances were noted. Also, a complaint history search was performed using our complaint handling system and there were one related complaints for this product lot. Sterilization record was reviewed and verified to have passed all sterilization activities with no issues or nonconformities identified. Complainant reported that the implant was removed due to infection at the implant site. The reported complaint could not be verified. A definitive root cause for this complaint could not be determined.

Event description:
No further event information is available at the time of this report.